Event description:
It was reported that the tip of the nexgen articular surface inserter broke off when trying to insert the articular surface.

Manufacturer narrative:
Evaluation summary: rationale as returned, the retaining hook on the articular surface inserter has fractured. The part has a potential field age of approximately 13 years. Cause of failure is likely user error. Evaluation: results and conclusions: device history records indicate all components were manufactured and inspected to specification.